Event description:
It was reported that cause was unknown; the stimulator was adjusted and it is working as designed. Issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was patient reported they were having issues with their stimulation. Patient stated it felt like their spinal stimulator was being used as a torture device on them and it was like it was hacked and at times they felt a nail going in a joint and it wasn't just in their head. Patient tried to turn the stimulation off but it wouldn't turn off and the battery kept charging and it kept zapping them in ways they couldn't tell if it was putting a nail in their eye or something. Patient was getting shots for injections for pain management because they couldn't take it. The patient was redirected to their health care provider to further address the issue.